Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 100% stenosed lesion being treated was located in the severly calcified, severely tortuous mid right coronary artery (rca). The lesion was predilated with a 1.3x10mm non-bsc balloon. The physician attempted to place the 2.50x24mm taxus express2 drug eluting stent, but was unable to cross the lesion. Upon removal, the physician noticed a stent strut lifted up. The procedure was completed with a different device. No patient complications were reported. Patient status reported as "good".

Manufacturer narrative:
As the unit has not been returned, a technical analysis could not be performed. A review of the manufacturing documentation for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause classification is operational context due to anatomical/procedural factors encountered during the procedure the performance was limited.